Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
On 17th july, 2020 getinge became aware of an issue with hled surgical light. As it was stated, the screw fell off from the spring arm and safety mechanism responsible for holding headlight had missing segment. There was no injury reported however we decided to report the issue based on the potential as any parts falling off into sterile field or during procedure may cause a contamination. It was established that when the event occurred, the surgical light did not meet its specification as fault of safety segment occurred. Device which played role in this situation contributed to event. None of the provided information indicates that upon the event occurrence device was being used for patient treatment. Analysis performed by manufacturer¿s subject matter experts established the root cause of the fault of safety segment is most likely caused by an incorrect initial tightening or a lack of inspection during the installation or the maintenance. We believe that the devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
The issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On 17th july, 2020 getinge became aware of an issue with hled surgical light. As it was stated, the screw fell off from the spring arm and safety mechanism responsible for holding headlight had missing segment. There was no injury reported however we decided to report the issue based on the potential as any parts falling off into sterile field or during procedure may cause a contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.